Event description:
Customer reports that a patient tested 400mg/dl on the device and 29mg/dl on an additional professional device 13 minutes later. Customer was not treated based on 400mg/dl result. Customer was taken to the hospital based on the result of 29mg/dl. Treatment received was not provided. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.